Event description:
The facility reported an automix 3+3 compounder where the keypad was not working. This condition occurred during programming in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "keypad not working" was confirmed and reproduced during device evaluation. The root cause was due to a faulty keypad. However, no repairs have been made at this time as this is a stay-in device. This issue is being investigated through CAPA. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.